Manufacturer narrative:
(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side "rupture". The device has been explanted.

Event description:
Healthcare professional reported right side "rupture". The device has been explanted.

Manufacturer narrative:
Device evaluation based on the device analysis grid, the assessments of the complaint are: rupture: observed a broken assessed as a surgical impact opening (shell thickness whiting to spec). Additional observations: stress mark observed on the device.